Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned 14 syringes with no pouch for identification. Two syringes featured their needle shields and hubs having separated from the associated barrels. The hubs have become lodged inside their respective shields. There is no damage to either of the connectors at the distal tips of the barrels or their needle hubs. No signs of use and no other defects found. Twelve other samples were returned with the hub and shield fully intact. Each of these samples was put through shield pull force testing. The results of these tests are featured below: 1. 2.97 lbs. 2. 2.45 lbs. 3. 4.23 lbs. 4. 2.89 lbs. 5. 3.68 lbs. 6. 3.40 lbs. 7. 5.40 lbs. 8. 4.38 lbs. 9. 2.90 lbs. 10. 3.85 lbs. 11. 2.84 lbs. 12. 2.39 lbs. The specification for this test states that forces between 0.85 lbs and 5.95 lbs are acceptable. All needle shields were found to be within spec and functioning as intended. Could not replicate reported hub separation. Three of the returned intact syringes featured broken needles. The needle is broken and jagged with the breakage immediately next to the barrel of the syringe. Torquing the syringe and thus needle to one side may have resulted in the needle butting up against the wall of the vial. High stresses may have been sufficient to cause the needle to fracture. Due to the batch number being unknown, no DHR review can be completed. The root cause of the needles fracturing is most likely due to high stresses placed on them while inserted into a vial. Root cause for difficult to remove shield cannot be determined. CAPA#1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle broke and the hub separated. This occurred on 12 occasions. The following information was provided by the initial reporter: material no:328438 batch no: unknown ( reported 0312200, reported 0139098). It was reported that the needle broke inside of the insulin vial and had difficulty removing the orange needle shield. Also, the entire needle component came off with the shield. Verbatim: consumer reported a needle break in insulin vial. Stated she also had difficulty removing the orange needle shields on some syringes as well. Stated when she did remove some of the orange shields, the whole needle component came off with the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle broke and the hub separated. This occurred on 12 occasions. The following information was provided by the initial reporter: material no:328438 batch no: unknown ( reported 0312200, reported 0139098). It was reported that the needle broke inside of the insulin vial and had difficulty removing the orange needle shield. Also, the entire needle component came off with the shield. Verbatim: consumer reported a needle break in insulin vial. Stated she also had difficulty removing the orange needle shields on some syringes as well. Stated when she did remove some of the orange shields, the whole needle component came off with the shield.